Manufacturer narrative:
Date of event: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 03nov2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse found that the touchscreen was unresponsive in multiple spots after calibration. The fse replaced the touchscreen.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 11jan2019. Failure analysis performed by philips on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. The touch screen was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.